Event description:
It was reported that the anchor broke during the procedure. Another kit was opened and the procedure was completed.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.